Event description:
During in clinic follow up, loss of capture was noted on left ventricular (lv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of lead dislodgement and failure to capture were reported. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.